Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead triggered a lead safety switch for high pacing impedance greater than 3000 ohms. It was noted that some noise observed after the rv pace when in bipolar. The device was programmed to bipolar sense and unipolar pace, where no noise was able to be observed. Boston scientific technical services (ts) discussed options to check for if the issues progress. The system remains in-service. No adverse patient effects were reported.